Manufacturer narrative:
Concomitant medical products: peripheral IV catheter, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving normal saline through a peripheral IV catheter at a kvo rate when leaking was noted from the maxzero. A syringe pump was in use. The maxzero was replaced and the infusion continued without incident; there was no patient harm.

Manufacturer narrative:
The customer¿s report of leakage from a maxzero valve during infusion was not confirmed. Visual inspection of the valve noted no damage or any anomalies. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report was not identified.